Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back related issue. There was no patient harm and no adverse event reported.

Manufacturer narrative:
Upon inspection, the getinge service territory manager (stm) found the patient interface module assy (0997-00-1178), safety disk, cable assy, pim to backplane (0012-00-1640), and upper panel (0997-00-0644) contaminated with blood. These parts were replaced and stm performed a full calibration, functional, and safety tests on the machine. Tested with a trainer balloon. Machines passes all tests in accordance with OEM specifications. Returned to the customer for clinical use. Upon inspection of the alarm logs, it appears this incident happened on (B)(6) 2019. The log shows six "gas log" in iab circuit alarms on this date. Then no more activity after this date. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). (B)(6).